Event description:
A malfunction was reported with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. The issue was resolved by technical support, who provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and contact support if the issue happened again. The caller acknowledged and understood the instructions.